Manufacturer narrative:
(B)(4). Does this trocar have the optiview technology? Yes. Were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? No. Was there a drop in pressure? Unknown. If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume? Unknown. Was a device inserted in the trocar during the leaking? No. What was the product code inserted in the trocar? Na. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the trocar leaked through the seal. Case completed with same device. There were no patient consequences.